Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4110 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "PICC line was attempted for insertion into right arm. Upon advancing PICC catheter into vessel on the first attempt, difficulty noted passing over shoulder. PICC line removed and internal wire noted to be curved approximately 3 inches before the tip. Internal wire inserted back into PICC line and second insertion attempted. Again resistance noted while trying to pass the shoulder. Upon attempting to remove catheter some resistance noted, probable vessel spasm. PICC was able to be slowly removed intact. Upon inspecting internal wire, it was noted to be bent in two places. PICC line attempt aborted on this arm. Upon placing faulty wire in bag, part of wire actually broke off. No injury whatsoever to patient. " this report addresses the second attempt.